Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Product disposition unknown.

Event description:
It was reported that patient experienced pain and abasia of the left leg after patient-centered of a subtrochanteric femur fracture in (B)(6) 2014. X-ray showed a broken implant on the screw passage point without a fall of the patient.

Manufacturer narrative:
Investigation summary: the evaluation revealed the nail to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail was documented as faultless prior to distribution. An investigation of the nail itself was not possible because the nail was not available. Therefore the root cause of the nail breakage could not be determined. The surgery reports do not include any complications or abnormalities during the initial and revision surgery. The surgeon stated further that the nail broke most likely in a fatigue fracture due to significant overload by patient¿s activity and patient¿s weight, the patient is ¿extremely obese¿. Furthermore he stated that there was a missing stabilization in the fracture area on medial side that also led to the nail breakage. The surgeon¿s statement regarding the nail breakage matches to IFU- and operative technique-listed adverse effects that can lead to implant failures: obesity, diabetes, osteoporosis, post-operative loads and unstable fractures. Because no manufacturing issues were found in the DHR it is most likely that the nail broke due to patient¿s overload, combined with an unstable fracture and poor bone quality. Based on the given information a manufacturer related issue can be excluded. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place.

Event description:
It was reported that patient expierenced pain and abasia of the left leg after patient-centered of a subtrochantered femur fracture in (B)(6) 2014. X-ray showed a broken implant on the screw passage point without a fall of the patient.